Event description:
A patient indicated for gastrointestinal/pelvic floor reported they had an MRI of their head on (B)(6) 2016. The patient turned the device off and then back on after the MRI. Since then, the patient's symptoms had returned and they were leaking and having accidents. In addition, the patient was not feeling stimulation despite therapy being on.

Event description:
Additional information received later the indicated that they turned device off and reset the setting. The return of symptoms has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.